Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "canal occlusion in cemented primary total hip replacement: autologous compacted bone block compared to a commercially available gelatin plug" written by pranshu agrawal, vinay j chacko, hiren divecha and tim n board published by hip international accepted by publisher 16 august 2019 was reviewed. The article's purpose was to evaluate the stability of autologous compacted bone block verse gelatin c-plugs and the quality of cementation. Data was compiled from 203 patients were analyzed, of which 89 received an autologous compacted bone block and 114 received a c-plug as intramedullary cement restrictor between 01 april 2014 and 31 july 2014 w. C plugs were the depuy components utilized and no other components were identified or discussed. Cement manufacturer is not identified. Figure 1 provides photographic image of instruments utilized to harvest a bone block and figure 2 provides photographic image of different sizes of c-plugs. Depuy product: c-plug (cement restrictor). Adverse events: leakage of cement distally into the canal (article attributes leakage to migration of the restrictor due to failure of cement pressure resistance - no interventions provided).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.